Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was 410 mg/dl. The supplies were changed to address the event. Additionally, customer experienced ongoing bg of over 500 mg/dl with high ketones. Reportedly, customer's heart rate increases when bg is elevated. A healthcare provider identified the ketone level as dangerous/life threatening. Bg was addressed with a correction bolus via the pump and increasing the basal setting. Customer reportedly was using apidra insulin. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected.